Event description:
It was reported that "on first boot-up of the day system intermittently will not fluoro (black image and drives to max kv/ma)." This issue description is indicative of a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane. The system operates as intended.